Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse primed the line and placed into the pump. The tubing separated and an unknown medication leaked onto the floor. There was no patient harm.

Event description:
It was reported that when the nurse primed the line and placed it into the pump, the tubing separated and an unknown medication leaked onto the floor. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint that the tubing separated and leaked was confirmed. Visual inspection observed that the macrobore tubing was completely separated from the lower fitment. Functional testing of the returned set was not performed because the tubing was separated at the component engagement. Fluid was leaking from the separation of the set. Visual inspection under magnification noted that both sides of the macrobore tubing had insufficient solvent applied at the engagement during the manufacturing process. Dimensional analysis was performed on the macrobore tubing; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue due to insufficient solvent being applied at the junction of the tubing.